Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. Philips field service engineer (fse) confirmed and corrected reported problem. Fse replaced display, screen, main shell, controller board and harmony valve. Device is now within manufacturer¿s specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported tried to calibrate but failed in 5 attempts. There was no patient involvement.